Event description:
It was reported that according to the pt's therapist, an increasing deterioration of the pt's hearing perception was noted. Testing was carried out which showed 1 short-circuit, 4 channels with increased impedances and a strong increase of the groundpath impedance. Re-implantation surgery is scheduled on (B) (6) 2009.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.